Event description:
The account alleged the brake is not working.

Manufacturer narrative:
The technician performed an operation check and found the head end brake not holding. The technician adjusted the brake to repair the bed.